Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer placed the pump into storage mode. Upon waking the pump from storage mode, it was reported that the time on the pump was inaccurate. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to successfully change the time.